Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site. Siemens headquarters support center (hsc) completed their investigation of the event. Hsc reviewed the cse report and instrument data files. The cse inspected the system and completed routine troubleshooting which included replacement of the sample 3 horizontal motor and horizontal belt. After the parts were replaced, the system was returned to operation. Repeat of the same sample yielded expected results. The customer and system are fully operational. A potential product issue has not been identified. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed carbon dioxide (co2) results were obtained on a single patient sample. The initial result was not reported. The same sample was reprocessed on an alternate dimension vista instrument and a higher result was obtained and reported for the patient. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed carbon dioxide patient result.